Manufacturer narrative:
No samples were returned for evaluation. However, samples from the lot retains were evaluated. No defects that could cause fiber rupture were found. Knot pull strength testing was performed and found to be satisfactory. Results met usp specifications. Product records were unremarkable. Incoming inspection on bulk lot was satisfactory. No other complaints have been received against this lot since its release. Co is unable to determine the actual cause of the reported problem. Co will reopen the case if a sample is available.

Event description:
Customer reports, a pt undergoing an aortic valve replacement died three hrs post-op. Reportedly, the pt exsanguinated prior to death, and the suture was found to have broken (location of breakage not at the knot).